Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of high blood glucose levels. The customer states that they are having high keytones. The customer's blood glucose is 416 mg/dl. Troubleshooting was conducted. It was found that the device is operating normally, but the customer had a bent cannula. The customer gave herself bolus to treat for high blood glucose level. Nothing is being returned or replaced at this time.